Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to being a standard for the implanting physician and calcification. During the first deployment attempt of a transcatheter valve, an infold was observed at an implant depth of 3 millimeters (mm). Subsequently, the valve was recaptured and withdrawn from the patient. It was noted that a 5 minute procedural delay occurred in result of the infold. Per the physician, a misload contributed to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to being a standard for the implanting physician and calcification. During the first deployment attempt of a transcatheter valve, an infold was observed at an implant depth of 3 millimeters (mm). Subsequently, the valve was recaptured and withdrawn from the patient. It was noted that a 5 minute procedural delay occurred in result of the infold. Per the physician, a misload contributed to the event. No patient complications have been reported as a result of this event. Additional information was received indicating that the misload was identified via fluoroscopy. The misloaded valve and delivery catheter system (dcs) were inserted into the patient and the misloaded valve was deployed at the annulus. During the first deployment attempt, an infold was revealed with fluoroscopic imaging. A new valve and dcs were used to complete the procedure. Of note, the valve was loaded by an experienced valve loader.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.